Manufacturer narrative:
Investigation summary: device history report (DHR) analysis shows that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. However, as the suspected lead was not returned (remains implanted), and no patient files (cso and/or x-ray) were provided, it is impossible to conclusively confirm/identify the reported issue. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, on (B)(6) 2023, a pacemaker replacement intervention was performed and when the vega r52 lead (s/n: (B)(6)) already implanted on ((B)(6) 2021) was measured with psa, a high threshold of 5v or more was observed. The vega r52 lead was capped and left inside the body. A new lead was implanted.

Event description:
Reportedly, on 2023-12-8 a pacemaker replacement intervention was performed and when the vega r52 lead (s/n: (B)(6)) already implanted ((B)(6) 2021) was measured with psa, a high threshold of 5v or more was observed. The vega r52 lead was capped and left inside the body. A new lead was implanted.